Event description:
It was reported there were several short v-v intervals on the ventricular lead that were noise and several atrial high rate episodes on the atrial lead that were noise. The patient will be followed in six months and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 72 short v-v interval counts over approximately 2 days.